Manufacturer narrative:
(B)(4). No complaint was received with the returned of the device. Failure event observed during analysis. External insulation abrasion was noted at 8.1-8.4cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 9.9-12.2cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 8.8-10.5 cm from the distal tip. The etfe coating was damaged, consistent with explant damage. Internal insulation abrasion was noted at 11.0-12.1cm and 12.8-15.7cm form the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted under the svc shock coil at 21.5-21.6 cm from the distal tip. The rv cable was melted at this location. External insulation abrasion consist with friction to the can were noted at 42.5-42.7 cm and 45.8-45.9cm the etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.